Event description:
The original report stated the device self activated when it was assembled for use. The instrument was passed off the field and a new one was used. There was no patient injury reported. Upon evaluation by the manufacturer the self activation was confirmed. Procedure: unk.